Manufacturer narrative:
Device history record review performed.

Event description:
During the procedure this device was noted to be leaking at the hub. Reportedly, a hole was detected in the shaft. The device was removed and replaced. The pt was administered medication for a drop in blood pressure, with no further incidence noted.